Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator generated an error relevant to a user interface indicator light. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 30jan2019. Date rec¿d by MFR: 26jan2019. Multiple attempts have been made to follow up on device repair but no customer response. This file is closed and can be reopened if new information becomes available. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record. Complaint trends will continue to be monitored. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.